Event description:
It was reported that the atrial lead dislodged. It was also reported that several repositioning attempts were made and that the lead was removed and not replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found (B)(4) full lead.